Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days upon receipt.

Event description:
The trapease ivc filter box was opened, and upon opening the circulating nurse observed a hole in the packaging. The sterility of the device was compromised. The device was stored, inspected and handled according to the IFU. They did not use the device for that procedure and instead opened a new filter.

Manufacturer narrative:
The trapease ivc filter box was opened, and upon opening the circulating nurse observed a hole in the packaging. The sterility of the device was compromised. The device was stored, inspected and handled according to the IFU. They did not use the device for that procedure and instead opened a new filter. One non sterile 6fr trapease was received inside a plastic bag. The stopcock perforate the pouch. The box was not received for analysis. No more anomalies were found. A review of the lot number revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer was confirmed during analysis. The customer complaint was confirmed during analysis since the stopcock perforates the pouch. The cause of the damage on the pouch could not be determined. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The trapease ivc filter box was opened, and upon opening the circulating nurse observed a hole in the packaging. The sterility of the device was compromised. The device was stored, inspected and handled according to the IFU. The device was not clinically used and another device was used to complete the procedure. One non-sterile 6fr trapease was received inside a plastic bag. The pouch was perforated at the level of the stopcock. The box was not received for analysis. No more anomalies were found. Review of lot 15718832 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer was confirmed during analysis. The root cause could not be conclusively determined. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.